Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported issue appears to be related to a potential product issue; therefore, exception (issue) was initiated on 19-dec-2024 to evaluate whether a product quality issue exists. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation of a triclip steerable guide catheter (tsgc), the dilator could not be flushed. A blockage was suspected. The tsgc was replaced.